Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device was not returned for analysis the investigation conclusion is device not returned as the complaint did not include returned device review and lacked the objective evidence or descriptive conditions of the event required to determine what could have contributed to the event. (B)(4).

Event description:
Same case as MDR ID: 2134265-2018-04483 and 2134265-2018-04481. It was reported that automatic pullback failure occurred. An ilab ultrasound imaging system was used in conjunction with an imaging catheter and a pullback sled to view the target lesion. During the procedure, it was noted that motor drive unit 5 plus (mdu5+) was connecting intermittently with the pull-back sled, preventing reliable pull back and/or catheter recognition. The physician completed the procedure by using manual pullback. No patient complications were reported and the patient is stable.